Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Literature source: bharwad av, rowe k, kallail kj. Deep rectal ulceration associated with hydrogel spacer for prostate radiation therapy. Aim clinical cases. 2022;1:e210224. Doi:10.7326/aimcc.2022.0224. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event through the article, "deep rectal ulceration associated with hydrogel spacer for prostate radiation therapy." Written by dr. Aastha vinaykumar bharwad, et al. The patient was given a spaceoar hydrogel injection transperineally to reduce rectal radiation exposure. The pelvic imaging showed that the spaceoar hydrogel was correctly positioned between the prostate and the rectum. Prior to the colonoscopy, the patient also experienced mild straining with bowel movements and the occasional passage of mucus. A large deep-cratered solitary ulcer with firm margins, friability, and exudate was discovered on the anterior rectal wall. Biopsies of the lesion revealed no evidence of malignancy. The rest of the rectum appeared normal, with no signs of radiation-induced changes. The patient's pain was getting worse, so he was given hydrocortisone and sucralfate enemas. The course of hyperbaric oxygen therapy was noted to be beneficial to the patient. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.